Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken molded insulator of the grip tips. No material missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a plastic plate that has become detached from the metal branch. Instrument had to be replaced. The procedure was completed with no reported injury.